Event description:
L-hip replacement using depuy pinnacle system. Have had trouble with implant. Gone to see surgeon, 2nd opinion and other tests - all shows every thing fine and can't explain why the hip joint pops, clicks, squeaks and now catches.